Event description:
It was reported that during an unk procedure, after the surgeon fired the device, he found no staples had come out. They changed to another device to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. The analysis results showed that the device arrived in good visual condition and with no reload present in the instrument. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that a 200% visual inspection takes place during manufacturing to ensure that all staples are present prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.